Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder, as the complaint information came from distributor in puerto rico, however incident occurred in united states. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that during use the plunger was not able to be depressed with the needle attached with a bd precisionglide¿ needle. The following information was provided by the company reporter: it was reported the needle was clogged. The following information was provided by the initial reporter: patient reported that she could not depress the plunger with needle attached, despite that she had already successfully used the diluent syringe with the vial adapter to reconstitute the medication. Once the needle was discarded and replaced with a different disposable needle, patient was able to inject the medication successfully.